Event description:
A caller reported experiencing an occlusion alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer administered a correction bolus via the pump and did not require third-party assistance. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin.